Event description:
It was reported that prior to the implant of a transcatheter valve in a previously implanted 23 millimeter (mm) non-medtronic surgical aortic valve using the transfemoral approach, a computed tomography (CT) scan was performed that revealed a pre-existing narrow sinus of valsalva (sov)/sinotubular junction (stj), low stj height, valve-to-coronary (vtc) distance of less than 4 mm and valve-to-aorta (vta) distance of less than 2 mm, and high risk of left main (lm) coronary artery occlusion. Upon deployment of the valve up to the point of no recapture (ponr), while protecting the left coronary artery (lca), bradycardia, hypotension, ventricular tachycardia (v-tach), and other unspecified fatal arrhythmias were observed. Subsequently, direct current (dc) cardioversion was performed. An aortography (aog) was performed and the right coronary artery (rca) was not visualized; therefore, the valve was recaptured and pulled up. During the second deployment of the valve, the valve dislodged to the lesser curvature. Subsequently, the valve was deployed up to the ponr while a chimney stent was placed in the rca and lca to address a right coronary artery occlusion. The stent placed in the rca was placed to reach the stj from the lca. Following stent placement, the valve was fully deployed. Following the implant of the valve, the patient's hemodynamics were confirmed to be normal, and the procedure was completed.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-23 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a previously implanted 23 millimeter (mm) non-medtronic (trifecta) surgical aortic valve using the transfemoral approach, a computed tomography (CT) scan was performed that revealed a pre-existing narrow sinus of valsalva (sov)/sinotubular junction (stj), low stj height, valve-to-coronary (vtc) distance of less than 4 mm and valve-to-aorta (vta) distance of less than 2 mm, and high risk of left main (lm) coronary artery occlusion. Upon deployment of the valve up to the point of no recapture (ponr), while protecting the left coronary artery (lca), bradycardia, hypotension, ventricular tachycardia (v-tach), and other unspecified fatal arrhythmias were observed. Subsequently, direct current (dc) cardioversion was performed. An aortography (aog) was performed and the right coronary artery (rca) was not visualized; therefore, the valve was recaptured and pulled up. During the second deployment of the valve, the valve dislodged to the lesser curvature. Subsequently, the valve was deployed up to the ponr while a chimney stent was placed in the rca and lca to address a right coronary artery occlusion. The stent placed in the rca was placed to reach the stj from the lca. Following stent placement, the valve was fully deployed. Following the implant of the valve, the patient's hemodynamics were confirmed to be normal, and the procedure was completed. Additional information was received that per the physician, the patient's anatomical features are believed to be the cause of the occlusion and the valve contributed, but the dcs did not. A medtronic (confida) guidewire was used for the procedure. The patient's progress was reported to be good following the procedure.